Event description:
See initial report.

Manufacturer narrative:
H11: based on the available data, video, and information, the following results could be underlined: - the arterial clamp (ac) was not connected to the essenz hlm (video shows ac icon orange and crossed-out). According to the essenz instruction for use, the arterial clamp is mandatory when using centrifugal pump. - since there was no arterial clamp in use, the system behaved as per specification: at negative flow, the centrifugal pump is set to mininum value of rounds per minute (1200 rpm, in this case) as a risk mitigation, and a negative flow alarm was given to the user. Further, reported customer error code 1734 was actually the code 1834, this alarm is always displayed before the procedure is initiated and is not related to the present event. Considering all the above facts, the user was not following the device IFU and there was no device malfunction associated with the arterial flow monitoring function. Thus, the event was re-assessed as not reportable. No further action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: livanova deutschland manufactures the essenz system. The incident occurred in roslyn, new york. Through follow-up communication livanova learned that the issue was detected with the centrifugal pump and the flow sensor was place correctly on the tubing. The customer used a manual clamp but at the time of the alarm for negative flow he did not manually clamp the tubing before opening the cap on the reservoir to attach a tubing to it. A video from the customer was provided and analyzed, confirming that arterial clamp was manually opened during test and disabled, and flow alarmed for negative flow even if the read value was almost 3 lpm. However part of the video does not catch the whole screen, therefore a possible negative flow peak cannot be excluded at the beginning when user open luer cap and connect the line on the top of the reservoir, causing the negative flow alarm. Centrifugal pump passed from 0 rpm to 1200 rpm (with stable value, most likely due to minimum rpm value set at 1200 and reached due to the negative flow alarm), and flow settled in few seconds to almost 3 lpm, maintaining the alarm condition active since user did not acknowledge the error. However the system was reading flow and pumping. In addition, it was learned that the customer does not use arterial clamp on the unit therefore this is why ac symbol was disable on the cockpit screen. This unit is currently equipped with software version 1.5.1. It was also seen by the customer error code 1734 when primed this essenz console on (B)(6)2025. System log files were pulled out and will be analyzed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz console alarmed for a negative flow even if read value was positive. The issue occurred during procedure. There was no patient injury.